Event description:
Pt alleged the meter was reading high for past week. Pt obtained results of "34 and 35". It was discovered however, that the meter was coded incorrectly and the meter was also set to the incorrect unit of measure (mmol/l.) The pt does not remember going into the setup mode. The pt alleged no symptoms at the time of testing. Because readings were higher than normal, the pt contacted their nurse by phone for advice. The pt was advised to increase their glypizide tabelts from 2 per day to 3 and their actose tablets from 2 to 3 per day. The pt reported no high or low blood sugar symptoms as a result of changing their medication. The pt was advised to contact their nurse to see whether they should change their medication back to original regimen. A control solution was performed and was within range 9.4 (7.5-11.0). The test strips and control solution are being replaced for the pt. The case is being reported as a malfunction because the pt does not remember changing the measurement of the meter for mmol/l to mg/dl. No injury or harm alleged.